Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have a cochlear implant on the left side of their ear. The patient stated they have been having a static sensation on the tip of their tongue like a fatty electricity hit them. The patient asked if this was normal and patient stated they had the surgery on the 23rd and one day after the surgery they felt the static on their face and sometimes on their finger. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient called back and reiterated they're having a static sensation on their face and tongue and were unable to reach their hcp because they're on vacation. The patient said they already tried turning the stim down and that didn't resolve the issue. Reviewed the option of turning the therapy off to see if that helps until they're able to get a hold of hcp. Additional information was received from a manufacturer representative. They reported that the patient described whole body tingles, including their face. When the patient turned the therapy off they sometimes still felt the tingling. They stated that the patient believed it was due to the device and called the manufacturer to ask further questions and to see if having a cochlear implant would cause interference. They stated the patient said there was no contraindication and the manufacturer representative (rep) referred the patient to their provider. They said the patient turned therapy off, but was having zero leaks and the actual therapy was working great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and reported the therapy has been turned off and they're working with their therapist because of the issues they had with the stimulation. The patient mentioned healthcare provider (hcp) was aware and they're working with manufacturer representative (rep). Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of having static sensation on the tip of their tongue. It was unknown if the static sensation on the tip of their tongue, fatty electricity hitting them, and emi interference issue was resolved. It was unknown about the cause of patient feeling stimulation even after turning off the therapy. It was unknown if the issue was resolved.